Event description:
During routine operation of the di-60 analyzer (in a lab in france) an error was observed in slide identification. After analyzing slide 1 (with qr code) and placing it in the return position, the analyzer attempted to read the barcode of slide 2 (without qr code) but instead re-read the qr code of slide 1. Consequently, both slides were assigned the same qr code. The issue was discovered by the operator/healthcare professional at the time of event and thus no incorrect results were reported. The manufacturer (cellavision ab) was made aware of the incident on the 9th of september 2025 and through root cause investigation it was discovered that in some instances when a slide has an unreadable barcode there is a risk that the barcode reader accidentally reads the barcode of the previously processed slide, thus resulting in a misattribution of diagnostic results. The precondition for the issue to occur is that a slide with an unreadable barcode is run after a slide with a readable barcode. In this case there is a risk that the barcode reader instead reads the barcode of the slide located in the shuttle return position and thus attributes the results from the slide in fetch position to the ID of the slide in return position. If the healthcare professional performing the review is not attentive this has the potential to lead to a wrong diagnosis. The malfunction may lead to misattribution of diagnostic results to the wrong patient. Potential consequences include indirect harm such as incorrect or delayed diagnosis, unnecessary or inappropriate treatment, or delay in appropriate treatment. Depending on the test type and patient condition, this could result in serious clinical outcomes (e.g., life-threatening situation, prolonged hospitalization, or permanent impairment). At the time of reporting, no adverse health outcomes have been confirmed.

Manufacturer narrative:
Internal investigations on the device, following the reported incident, has showed that the malfunction is caused by conditions in the firmware in combination with newer barcode readers. Specifically, the barcode reader has a field of view that is too large, allowing capture of the barcode on the return slide. Planning of corrective actions through firmware update is underway. A follow-up report shall be supplied once remedial action is initiated.

Manufacturer narrative:
Since the initial report was submitted a field correction has been initiated on the u.s market for devices affected by the issue which was discovered through the incident associated with this report. Affected end-users have been notified via a filed correction notification which was first sent on the (B)(6) 2025 via our distribution partner sysmex america inc. FDA has been notified according with report references through a recall/correction report with the following identifies and references associated: correction#: (B)(4). FDA assigned correction/recall ref: (B)(4). FDA assigned recall submission nr: (B)(4).